Manufacturer narrative:
Result: fowler brake.

Event description:
It was reported by service report that the when the fowler was lifted up it would drift back down; the brake on the fowler did not work. No patient involvement or adverse consequences are reported.